Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had been exhibiting high out-of-range pacing impedance for the last few years. The sensing and threshold measurements looked good. Boston scientific technical services (ts) providing the health care professional (hcp) with the options of continued monitoring or further troubleshooting. This product remains in service. No adverse patient effects were reported.

Event description:
This report is being filed to provide the updated conclusion code based on trend analysis.